Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01801, 1627487-2023-01802. It was reported the patient's sacral leads had migrated and one of the lumbar leads had high impedance. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads were explanted.

Manufacturer narrative:
A patient had their system explanted due to lead migration was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.